Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, specifically showing a fill estimate of 4 units instead of the expected 110 units. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue.